Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event. Additionally there was evidence to reasonably suggest a prolonged procedure due to the repair of an occlusion and stenosis that occurred during the secondary repair procedure. The clinical evaluation found the following potential contributing factors to the reported event; history of heparin induced thrombocytopenia (hit), and a delay in intraoperative anti-coagulation therapy. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received from clinical evaluation; the clinical evaluation identified the patient had additional non-endologix stents implanted during the secondary intervention. The following the placement of the non-endologix proximal extension the patient had thrombosis in both iliac limbs. A limb extension was implanted in the left common iliac artery (lcia) for an occlusion of the hypogastric artery, there was also stenosis of the proximal lcia. The physician implanted a non-endologix bare metal stent to resolve the stenosis. The patient additionally had bilateral thrombectomies to clear the thrombus from the iliac arteries.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently to the hospital with symptoms. The physician identified a type 3a endoleak and elected to implant a non-endologix device to seal the endoleak. The patient was reported to be in stable condition post procedure.